Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: data confirmed the low flow when pump started & remained to the rest of the case that triggered auto suction response & suction alarms. Device analysis: visual inspection found no issues on the pump. Pump ran without issue under bench test. The root cause of the low flow was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient if unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported there were low pump flows with the impella cp. The pump did start initially. There was a reduction of flow and performance after approximately thirty seconds to one minute. The decision was made to exchange impella cp with another impella cp. No patient harm was reported.